Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified, however patient movement likely contributed to the reported event. MFR# reference: (B)(4).

Event description:
It was reported that during a cataract plus trabecular microbypass system procedure, the surgeon was unable to properly implant one (1) of the two (2) stents, and subsequently attempted to "tap it in further" when it became dislodged. Reportedly, the surgeon performed inspiration and aspiration (a/I) to remove the stent, however the stent "came off the pedal" and could not be visualized intraoperatively. Per report, the stent could not be located and potentially floating in the eye or behind the iris. Per report, patient movement contributed to the reported event. Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing with the surgeon ways to monitor and locate the stent postoperatively, including treatment option depending on the positioning of the stent. Additional information has been requested.